Event description:
Two months ago, the patient underwent the surgery with the g3 trochanteric nail. In 2009, the surgeon found through the x-ray that the nail was broken in the part of lag screw hole. Thus the surgeon used the long nail of competitor in the revision surgery five days later. The revision surgery was completed without problem. The surgeon thought that the patient repeated the fall to the ground. The surgeon requested the investigation of the nail.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.